Manufacturer narrative:
H6. Device analysis for ins nmd751016h revealed no significant anomaly. The ins was received with no telemetry and no output from any electrode pairs. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)2020 and the battery was charged to 4.000 volts. On 22-aug-2020 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The battery had reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) of a clinical study via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins stopped working, the stimulation no longer brought relief, after an MRI just before (B)(6). It was impossible to recharge the ins. There were difficulties in recharging. Further stated that recharging problems have always existed but became worse after the patient had an MRI. The patient experienced a burning sensation. It was noted that the malfunction set up gradually. A force recharge was performed on (B)(6) which resulted in lengthened recharge times. The patient had to recharge for 6-8 hours and she only had 4 black squares. The patient was taking shocks and burning at the battery level during the recharge but even at a distance from the refills. The patient experienced a sensation of a liquid flowing inside. The burning sensation became unbearable and the patient had to stop the device, but even stopped she continued to feel the sensations of heating. The patient tried a new recharger belt, secondly it was decided to replace the ins on (B)(6) 2020. The patient received a new remote and recharger belt. The issue was resolved at the time of the report. The cause was maybe the MRI. The patient was alive with no injury.

Event description:
Additional information was received from the rep. It was reported that the rep received the patient's recharger for return to the manufacturer. The rep was told by the patient that because she had multiple sclerosis (ms) she needed one or two mris a year. The patient's equipment was not MRI compatible. The rep confirmed that he explained this to the patient and that it was also mentioned on her card. The patient knows that her equipment is not MRI compatible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.